Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04oct2018. The customer replaced the liquid crystal display (lcd) and the ventilator was returned to use.

Event description:
It was reported that the ventilator screen was black. There was no patient involvement. The event date was not specified; estimate used.